Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product involved with this complaint to perform failure analysis. The erbe unit was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported issue was confirmed to have occurred in the field. Visual inspection revealed no abnormalities related to the event. The erbe unit was tested using the in-house system, it energized and cauterized as expected. All ports successfully recognized the instruments. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no functional issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has received the iesu for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted paraoesophageal hiatal hernia surgical procedure, the customer informed the technical support engineer (tse) that bipolar energy was not working. The customer replaced the cables twice and instruments, and tested them with both bipolar ports, but the issue persisted. The customer continued and completed the procedure without using bipolar energy. No known impact or patient consequence was reported.